Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that during use the right atrial (ra) lead exhibited rise in threshold, decrease in p wave and no capture. The ra lead settings were re-programmed, lead remained in use, and scheduled for replacement. No patient complications have been reported as a result of this event.